Event description:
It was reported that during a meniscus repair surgery, the ultra fast fix device suture was broke. The procedure was successfully completed using a back-up device. It is unknown if there was a surgical delay due to the reported event and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device in a opened package with an unattached suture from one side outside of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. No containment or corrective actions are recommended at this time.